Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reports that needle punctured through base of small red sharps container, caused needlestick injury to a practitioner while practitioner was performing a daily check. These sharps containers are kept in an external side pocked on the primary bags. The sharps container was safely disposed of.

Manufacturer narrative:
The reported condition was not observed as there were no physical sample or photo was submitted for a product analysis. The device history record (DHR) review cannot be performed as lot number provided is unknown. The potential root cause may be attributed to customer misuse as the container was carried/handled below the recommended fill line. As per complaint the container was punctured in the base-bottom. Also there is no information about how full the container was. As per the instructions for use (IFU) and the container label ¿keep container upright throughout use and transport. When transporting, grasp handle, hold away from body. Place container on a stable surface. Never hold or carry used container below recommended fill line.¿ also there is a caution on the label stating ¿forcing, compressing or overfilling could cause a puncture which may result in injury.¿ based on the existing controls, the intern al reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. As there is no photo/sample available, further analysis cannot be performed. The root cause is potential misuse by user. If information is provided in the future, a supplemental report will be issued.